Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There were multiple rows of stent struts that were flared, overlapping and bent. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a stent damage occurred. Vascular access was obtained via the femoral. A target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. A 3.00mm x 32mm liberté¿ stent delivery system was used to treat the lesion. Upon insertion to the lesion, the device could not pass and the stent was then damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a stent damage occurred. Vascular access was obtained via the femoral. A target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. A 3.00mm x 32mm liberté stent delivery system was used to treat the lesion. Upon insertion to the lesion, the device could not pass and the stent was then damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).